Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user went to a scheduled sensor removal/insertion appointment where the hcp noticed that user still had old stitches from the insertion of sensor (B)(6) and that the area was infected. The user did not experience any symptoms. The hcp removed the old stiches and pushed the removal and insertion of new sensor to (B)(6) 2024. On (B)(6) the hcp removed the old sensor (B)(6) and inserted the new sensor (B)(6) . No antibiotics were prescribed for the infection. No further investigation for found necessary.

Event description:
On (B)(6) 2024, senseonics was made aware of an adverse event where the user went in for a insertion/removal procedure and the hcp noticed an infection that caused pus coming from the old insertion site of sensor (B)(6).